Event description:
It is reported that the shims are missing ball bearings.

Manufacturer narrative:
Visual inspection of the returned tasp shims (11mm gh, 11mm cd and 14mm ef) confirmed that one ball bearing and associated spring were found missing. It has also been noted that there are witness parks and scuffs on both the proximal and distal surfaces of all the three tasf shims. Discoloration was also noted on both of the 11mm tasf shims. Discoloration was also noted on both of the 11 tasf shims. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These devices are used for treatment. It is unknown what method was used to clean the devices. The investigation identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on 12/11/2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
This report will be amended when our investigation is complete.